Event description:
The pt reportedly experienced intermittency and sound quality issues between the external equipment and the cochlear implant. External equipment was exchanged. However, the reported problem was not resolved. The pt was seen by a company representative for device evaluation. Add'l testing was performed and programming adjustments were made and the pt will be monitored. However, the pt has opted to undergo cochlear implant surgery on the contralateral side to optimize his performance.